Event description:
It was reported that the pump exhibited error code 46510. There was no patient involvement. There was no patient injury involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 05-feb-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue and found that the printed wire assembly (pwa) was faulty. The pwa was replaced to address this issue.